Event description:
Complainant alleged that during the incoming inspection of the device, there was no screen display. The complainant indicated that there was no patient involvement in the reported malfunction.